Event description:
The customer contacted the ocd technical customer support center (csc) to report that results from a patient sample were associated with the incorrect patient name and assays when processed on a vitros 5600 integrated system this event meets potential health and safety criteria, as test results could have been misreported out of the laboratory leading to inappropriate intervention with the potential for serious injury to the patient. The customer identified the discrepancy, and no misassociated patient results were reported out of the laboratory. There was no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a patient sample was associated with the incorrect patient name and test when processed on a vitros 5600 integrated system. The assignable cause of the event was determined to be user error. The analyzer was operating as intended. The customer reused an sid without ensuring the previously programmed sid was processed to completion or deleted prior to reuse. The csc reviewed information contained in the ¿sample ID reuse¿ section of the 5600 integrated system reference guide. This information describes how to properly manage sids that were previously used and not processed to completion or deleted. If a sample is not processed to completion, the sample programming and associated demographics data are retained by the analyzer in a "pending" state, as per the design of the software. Reusing a sample ID on a different sample without completion of the original request or the deletion of the pending testing will cause the original information to be carried forward. No malfunction occurred.